Event description:
The customer reported that a pin in the connector between the monitor and the c-arm was stuck. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. No additional service information was provided.